Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10160. It was reported there was difficulty deploying the array and it became twisted. The patient was undergoing radiofrequency ablation (rfa) for treatment of unique hepatic metastasis of thyroid cancer. A previous operation was noted. The tumor was 3cm. A 4.0/15/15 leveen¿ coaccess¿ was positioned in the tumor. Deployment of the array failed and the tines remained stuck to one another in a straight direction in the tumor. After several attempts the tines wrapped around each other. A second attempt was made with a 3.5/15/15 leveen¿ coaccess¿ with the same result. The procedure was aborted without treatment as the ¿nodule¿ was ¿probably too stiff¿ for needle deployment. There were no patient complications reported.